Event description:
Customer stated next to the "e" clip in both the wheel locks is a spacer and that became worn out and - would not engage wheel locks. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model ta4, serial number/date (B)(4) is approximately 1 year 3 months old. The owner's manual part number 1110545 rev f (oct-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the spacer on both wheel locks has allegedly worn out. Wheel locks could not be engaged. No injury alleged.